Manufacturer narrative:
(B)(4). The pump was received with a cracked keypad overlay, and broken belt clip rails. Unit p-cap / reservoir locked properly in place. The pump passed the displacement test. Also found moisture damaged in the battery tube.

Event description:
Information received by medtronic indicated that piece missing from the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.